Event description:
Image shows two m6-c devices lost height. No additional information provided.

Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified. A single radiographic image showed evidence of kyphosis at c4/c5 and c5/c6 disc replacement levels with the superior endplate having subsided into the vertebral bodies of the c4/c5. Lack of pre-operative, post-operative and interim images hindered further interpretation. This is one (1) of two (2) reports submitted for this event.